Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. During troubleshooting with tandem technical support, the issue was resolved. There was no known impact to the customer¿s blood glucose.